Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual examination of the lead did not reveal any anomalies, with the exception of procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The s-curve was measured to be within specification.

Event description:
It was reported that a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.